Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead became dislodged, exhibited no capture and intermittent undersensing. The rv lead was repositioned on the rv septum. No patient complications have been reported as a result of this event.